Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced continuous low blood glucose (bg) levels of 45 mg/dl; cause was unknown. Juice was consumed to treat the low bg levels. Recommendation was made to consult with healthcare provider regarding diabetes management.